Event description:
As reported by customer, during preparation for a procedure, it was noted that the chevron pouch seal on the convenience kit was open on one side, thereby compromising sterility. The kit was not used and the procedure was completed with another kit. There were no problems with the seals on other nine kits in the box. The sample of the reported kit is being returned for evaluation.

Manufacturer narrative:
The returned pouch was examined and it was confirmed to be open on one side of the chevron seal. There was evidence that a good seal had been present at one time, as there was obvious tyvek transfer onto the mylar side of the pouch. As all sealed pouches are visualized twice during the sealing and boxing process by the kit manufacturer, it is unlikely that the kit would have left the manufacturing site with this defect. The device history records for the reported lot number were reviewed and no manufacturing deviations were noted during the processing of the work order. The receiving records for the pouches used for this work order were also reviewed and no previous complaints have been reported for this lot of supplier pouches. The root cause of the reported incident is unable to be determined, but does not appear to be manufacturer related. The reported event is not occurring more frequently or with greater severity than is usual for the device.